Manufacturer narrative:
Product is no longer available to be returned.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device.